Event description:
Info was received that reported a pt was treated in the ER, but not admitted in 2008, due to an incident of hypoglycemia. The reporter stated that the pt's physician believes that the pt maybe experiencing a sensitivity change to his insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.